Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that about sometime later port placement procedure, the patient was allegedly developed with unspecified infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. B3, b5, d4 (medical device lot #, unique identifier (UDI) #), g3, h6 (patient, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that on (B)(6) 2022, a patient underwent an implantable port placement via left internal jugular using a powerport for chemotherapy delivery as part of non hodgkin lymphoma cancer treatment. Approximately thirteen days later, on (B)(6) 2023, the patient was diagnosed with sepsis, bacteremia and port infection. It was also reported that the patient experienced chest pain at port site. Subsequently, on (B)(6) 2023, the port was removed. On (B)(6) 2023, further the patient was diagnosed with bacteremia and pseudomonas aeruginosa infection through blood culture. However, the current status of the patient was unknown.